Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, when separating the tissue, the head end of the harmonic ace instrument suddenly broke. No fragment fell into the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the broken part of tip completely detach from the instrument. No fragment fell into the patient. The instrument was inspected prior to use with no noted damage. Dissecting was being performed when the issue occurred. Per surgeon, the issue is related to instrument quality. The instrument was in use for about 30 minutes prior to the issue. No issue was noted with the functionality of the instrument during the surgical procedure. There is no report of any collision.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic insert was found to have a broken blade. The blade broke at roughly 0.36¿ from th base. The broken piece was not returned. Components adjacent to the broken blade do not show damage. Common causes of the failure mode broken harmonic insert are attributed to use conditions. Broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure.